Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol), the posterior chamber collapsed. The lens was removed and the surgeon performed an anterior vitrectomy and the patient was left aphakic. Additional information was requested.

Manufacturer narrative:
The lens was returned. Solution was dried on the lens. The optic has a scratch. Product history records were reviewed and documentation indicates the product met release criteria. The product investigation could not identify a root cause for the complaint. It is unknown if the lens is related to the complaint event. No further information has been provided by the customer. The lens was scratched. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).